Event description:
The pt is a ventilator dependent infant cared for at home with a carefusion ltv ventilator, heated humidifier and heated wire ventilator tubing. The morning of (B)(6) 2012 his mother noticed one limb of the ventilator circuit tubing had an area that appeared melted. She then discovered an area on the infant's bare right thigh that appeared burned. The ventilator heated wire circuit was immediately changed and the parent contacted a doctor and the home medical equipment supplier, (B)(6). Dates of use: (B)(6) 2012. Event abated after use stopped: yes. Humidifier adapter and temperature probe: (B)(6) 2011 to (B)(6) 2012.